Event description:
It was reported that while using the device on a pt, a sig error was generated while adding add'l ultrasonic gel. The device was rebooted and the error resolved. No reported pt effect. (B)(4). Ref MFR # 8010762-2015-00727.

Event description:
The device was investigated by a maquet service technician. Ultrasonic contact cream was used, as the disposable, in order to properly test the equipment. It was not possible to duplicate the reported failure. A full functional check and safety test were performed. The device was returned to service. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available.